Manufacturer narrative:
Analysis and results: there are two previous complaints of this code batch regarding the same issue, one closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous confirmed complaint of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that, when opening the package under the routine operation, it was found that the needle was detached from the thread and could not continue the suture. A new suture was immediately replaced and the operation was continued. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.